Manufacturer narrative:
(B)(4). Evaluation of the returned device did not confirm the reported low audio output.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014, via telephone transfer from field representative, to claim low audio output patient experienced on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Patient's mother claimed testing of the alert functionality and reported tone alerts were functional, but field representative told patient's mother audio was muffled.

Manufacturer narrative:
(B)(4).